Event description:
It was reported that the target lesion was located in the totally occluded right superficial femoral artery (sfa). During retraction of an unspecified non-abbott balloon, the balance heavyweight (bhw) guide wire separated at a point outside the rotating hemostatic valve (rhv). It was reported that no resistance was noted during retraction of the non-abbott balloon, prior to the guide wire separation. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.